Event description:
The reporter stated that the pt received an overdelivery of dopamine due to the syringe plunger coming out of the plunger holder resulting in a free flow. The pt's heart rate was greater than 200 and the systolic pressure was greater than 200. No intervention was taken. The pt's condition was monitored.